Manufacturer narrative:
Other text: the returned sensor was evaluated. The sensor was found to have an open trace at the tip of the sensor connector. The returned sensor was used; therefore, accuracy testing could not be performed. The reported issue of "high value[s]" could not be replicated in testing. E1. Initial reporter zip code (6)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the sensor continues to show high value during anesthesia. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported that the sensor continues to show high value during anesthesia. There was no patient impact or consequence reported.